Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost a significant amount of weight and the ipg was causing pain at the pocket site. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced, resolving the issue. The patient has effective therapy post operatively.